Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. The device instructions for use (IFU) were reviewed. The patient symptom of pain was found to be listed in the IFU. A risk review was completed and confirmed that the event of pain and patient device incompatibility was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced difficulty inflating the device due to personal limitations and pain when compressing the pump. A revision surgery was performed, during which the physician confirmed removal of the inflatable penile prosthesis (ipp) and implantation of a tactra device. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain and patient-device incompatibility are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of pain is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced difficulty inflating the device due to personal limitations and pain when compressing the pump. A revision surgery was performed, during which the physician confirmed removal of the inflatable penile prosthesis (ipp) and implantation of a tactra device. No further patient complications were reported.